Event description:
Caller reported that a malfunction occurred on the pump, identified with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, which resolved the issue since the malfunction did not recur after resetting. The customer was instructed to continue using the pump and to contact support again if the issue reappears.